Event description:
The user facility reported that the device had broken pieces off it during cleaning. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.